Event description:
It was reported that the patient had to charge her ipg more often. Database analysis of the battery discharge was observed and revealed no anomalies. The impedance measurements revealed high values on port a(2 contacts) and port b(6 contacts). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge her ipg more often. Database analysis of the battery discharge was observed and revealed no anomalies. The impedance measurements revealed high values on port a(2 contacts) and port b(6 contacts). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn:(B)(6) the returned ipg was analyzed and with all the available information, boston scientific concludes that the reported event was confirmed. Excessive battery depletion (2.74 volts per day) had long been recorded in the system log file prior to the time of the explant procedure. An internal electrical test confirmed that the device exhibited excessive quiescent current leakage (7.6 ma). The asic-u3 has a thermal signature (26.3c). An electrical short in the component was resulting in the reported complaint. The exposure to electrocautery resulted in the asic damage, which resulted in the reported charging anomaly. The complaint of high impedance was not confirmed. Impedance check found no anomalies.